Event description:
The customer reported the eco probe cover of the subject device was damaged. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced and the physical stress such as dropping or hitting may have caused a scratch to the glue layer of the acoustic lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information ¿ please read before use. Precautions: caution: do not attempt to bend or twist the endoscope¿s insertion section with excessive force regardless of its flexibility. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result.¿ olympus will continue to monitor field performance for this device.